Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." "Machine didn't run the infusion (blood). 300mls during 3h, after 3hours still half left. Incident occurred on st. Anne's ward. Pump was cleaned."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (353-01-001) on the lower housing were intact. The device is slightly dirty, the p2-connector was damaged by liquid, but no visible damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 because of the damaged p2-connector it was only possible to read out the history via serial link cable. After change the p2-connector, it was possible to read out the data via can-bus. The infusion was started with a rate of 100ml/h and a volume of 300ml. During the infusion, the upstream alarm occurred, two times. The reason for the upstream alarm could not be clarified. No other abnormalities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,06%. 2.6 the device was disassembled, and the inside was investigated. Inside the device liquid residue could be found but no visible damage was found. After change the p2-connector, it was possible to read out the data via can-bus. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.